Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Patient reherniated after barricaid was implanted. The disc space collapsed so the surgeon decided to perform a tlif and remove the barricaid. Once in the case, the surgeon found it difficult to remove barricaid, so he decided to leave it in and place the tlif cage alongside barricaid implant.